Event description:
During a stoma occlusion procedure, the cs29 stapler was fired, but the anvil could not be opened. The device transected the tissue, but failed to deploy formed staples. The procedure was altered to re-create a colostomy.

Manufacturer narrative:
The returned device was found to have some damage to the clamping shaft drive clip. This would have contributed to the anvil's failure to open after firing. The other part of the complaint alleges that the device did not form staples. Contrary to this allegation, the anvil pockets showed evidence of staple formation. The issues will be monitored and trended.